Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of over 400 mg/dl. Patient's other blood glucose value: 142 mg/dl. Infusion set tubing detachment was also reported. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer reports they do not feel okay to troubleshoot. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The device is not expected to be returned for analysis.